Manufacturer narrative:
(B)(4). The device was not available for evaluation. Therefore, no device analysis can be performed. The device did not have a previous service history to be reviewed. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) received a high drain 105 alarm on a homechoice (hc) machine during setup, prior to patient connection. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The registered nurse (rn) stated that the hp did not have any problem in the previous therapy. The technical service representative (tsr) assisted the rn in clearing the alarm. No patient injury or medical intervention was indicated in association with this report. No additional information is available.